Manufacturer narrative:
Corrected data: device information, date of implant & explant, manufacturing site. An event regarding instability involving omnifit liner was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Patient called stating she had a hip replacement including a 32mm v40 head implanted in 2012. Patient would like to know if her implants were involved in a recall. It was determined that no recalls are associated with this device. The following devices were also listed in this report: secur-fit ha psl cup/clustr shell 50mm; cat# 2051-2050; lot# mkhhye. 32mm std lfit v40 head; cat#6260-9-132 ; lot# 38356101. Accolade tmzf hip stem #5; cat# 6020-0537; lot# 31345501. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient reports she had a hip replacement including a 32mm v40 head implanted in 2012 and would like to know if her implants were subject to recall. Update 15-feb-2023: patient reported revision on (B)(6) 2022 due to instability, "knee popping" and difficulty walking.

Event description:
Patient reports she had a hip replacement including a 32mm v40 head implanted in 2012 and would like to know if her implants were subject to recall. Update 15-feb-2023: patient reported revision on (B)(6), 2022 due to instability, "knee popping" and difficulty walking.

Manufacturer narrative:
Reported event: an event regarding instability involving an unknown metal head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Patient called stating she had a hip replacement including a 32mm v40 head implanted in 2012. Patient would like to know if her implants were involved in a recall. As no device details was supplied then its not possible to determine if the patient¿s implant is subject to a recall.